Event description:
It was reported that a patient had a loss of therapeutic effect and symptoms included a loss of bladder control and frequency. The symptoms occurred following an unrelated colonoscopy and endoscopy with a biopsy on (B)(6) 2014. The symptoms had a gradual onset and were located at the perineum. The patient also had a knee arthroscopy on (B)(6) 2014 but the return of symptoms was already occurring at that time. It appeared the patient was feeling no or very little stimulation. The patient turned stimulation up so she could feel it in a comfortable, consistent manner during the day and night. The patient also had not tried the four original programs loaded into her programmer following implant and was instructed that trying these programs could be a good option if turning up stimulation did not solve the issue. Three weeks later, the patient did not have concerns with her device or therapy. She received assistance from her doctor or manufacturer representative and her concerns were resolved. No event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0djg6, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).